Event description:
It was reported by the customer that the ambulance was involved in an accident when it lost control on ice. There was no patient in the ambulance at the time of the accident. The emt who was riding in the back of the ambulance was injured when the ambulance cot broke free and struck them. It was reported that the emt was hospitalized as a result of the accident.

Manufacturer narrative:
Device removed from service and scrapped.